Manufacturer narrative:
The subject device was disposed.

Event description:
It was reported in a post market surveillance report that there was a lesion in the right middle cerebral artery. Thrombectomy was performed with non stryker devices but the clot was not removed. A clot retriever (subject device) was used to perform two passes followed by another of the same device that was used to perform one pass. The flow was restored and angioplasty was performed in addition. Forty minutes after the procedure, a subarachnoid hemorrhage occurred. The adverse event was not serious and the patient recovered without any medical treatment.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in a post market surveillance report that there was a lesion in the right middle cerebral artery. Thrombectomy was performed with non stryker devices but the clot was not removed. A clot retriever (subject device) was used to perform two passes followed by another of the same device that was used to perform one pass. The flow was restored and angioplasty was performed in addition. Forty minutes after the procedure, a subarachnoid hemorrhage occurred. The adverse event was not serious and the patient recovered without any medical treatment.